Event description:
(B)(4)

Manufacturer narrative:
The device has now been returned and is in the process of analysis. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported during implant after placement of the lead the first time the helix would no longer extend. The lead was not used and was replaced by another lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the proximal conductor was stretched, the inner insulation was kinked/buckled, the outer insulation was kinked/buckled, the inner insulation was pulled apart due to overstress, there was blood in/on the helix mechanism, the lead appeared damage at implant and the lead was stretched. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.